Manufacturer narrative:
(B)(4). Concomitant medical products: unknown liner ¿ unknown part and lot, unknown stem ¿ unknown part and lot, unknown shell ¿ unknown part and lot, therapy date: unknown. Reported event was unable to be confirmed due to limited information received from the customer. X-rays were reviewed and revealed a right hip arthroplasty with cement fixation of the acetabular cup. The cup demonstrated abnormal positioning with possible evidence of loosening. The femoral component was intact with neutral positioning and somewhat permeative appearance of the proximal femoral diaphysis which is nonspecific in appearance but could be in setting of metastases or multiple myeloma. Heterotopic ossification is seen surrounding the femoral head. Device history record (DHR) review was unable to be performed as the lot number of the device involved in the event is unknown. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends. Multiple MDR reports were filed for this event, please see associated reports: 0001822565 - 2018 - 06487, 0001822565 - 2018 - 06488, 0001822565 - 2018 - 06489.

Event description:
It was reported patient has been indicated for revision due to unknown reason; however, no revision has been reported to date. Attempts to obtain additional information have been made; however, no more is available.